Event description:
It was reported that within two months of implant, the right atrial (ra) lead exhibited poor sensing and capture, and was found to have an insulation breach. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation was found to be breached cut. All conductors were distorted, and blood/body fluid was found on the proximal conductor (not obstructed). The lead appeared to have been damaged at implant.